Manufacturer narrative:
Device evaluation summary: the medtronic service engineer replaced the power supply. After servicing, the ventilator passed all testing per manufacturer specifications and was returned to the customer. The tamura power supply was returned to medtronic for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The part was attached to the failure investigation test ventilator for analysis. The unit was powered up but failed the power on self test. Investigations of this fault mode by the vendor tamura have isolated this type of fault to an electronic component failure in the swon control circuits of the unit. The precise defective electronic component could not be isolated in this instance. If this fault occurred during ventilation, the ventilator would generate the appropriate audio and visual alarms and enter an inoperative condition, leading to a loss of ventilation. If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic service engineer reported that during preventative maintenance service , the 840 ventilator generated a constant alarm when powered down. The ventilator was not in use on a patient at the time of the reported event.